Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 90% stenosed, de novo lesion in the right coronary artery (rca). During the procedure, pre-dilatation was performed with an unknown balloon, after which a perforation was observed. A 2.8x16mm graftmaster covered stent was advanced; however, the shaft became kinked and the graftmaster was removed before it reached the target lesion to be treated. There was no adverse patient sequela. A new 2.8x16mm graftmaster covered stent was used to successfully seal the perforation. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: medical device problem code 2976 - removed.